Event description:
Procedure: knee revision. Originally implanted in (B)(6) 2012. Revision surgery was performed on (B)(6) 2014 by the same surgeon. Reason for revision was due to ongoing pain.

Manufacturer narrative:
The investigation remains closed, as this corrected information does not have any impact on the outcome of the investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other related incidents against the provided product and lot combination. Per request by customer, a DHR review was conducted on the provided product/lot combination. The initial reporting stated no additional investigational inputs were available. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.